Manufacturer narrative:
A device has not been returned to the manufacturer for evaluation, as the device remains in the patient. A lot history review (lhr) is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that on (B)(6) 2014, in nephrology department of west branch of (B)(6), the dialysis catheter in one of the patient did not successfully removed. The patient, female, more than 70, the bard long-term bifurcated dialysis catheter had been inserted through the left vena jugular vein for almost 3 years. As recently the fistula technique became mature, the patient was planned to be treated with fistula in the dialysis treatment. Therefore, the removal of the catheter was necessary. Director (B)(6) operate as normal. He successfully separated the cuff but met with resistance when he tried to remove the catheter and failed after repeating the trials. He separated the catheter by cutting an opening at the puncture site of the cervix and found as if the catheter adhered to the vessel. And the patient felt pain by trying to remove the catheter again. As a result, director (B)(6) "quited" the treatment and cut the exposed part of the catheter below the cuff, and the residual catheters were ligated at the end the catheters and buried under the skin.